Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching connectors to the device during a routine supply change, resulting in multiple connectors being used and a request for replacement connectors; blood glucose remained in range and device alarms were not reported. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control or need for medical intervention. Investigation included troubleshooting and user education provided by customer care. Investigation of this case revealed user difficulty with the connector component, with no device malfunction observed and no impact to therapy reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling.